Event description:
The coil component of the guidwire became detached from the core wire during a procedure to place an ureteral stent. A bond at the proximal and a bond at the distal end of the coil released. The intervention performed included removal of the coil portion of the guidewire.